Manufacturer narrative:
Initial report 04-apr-07: this case involves a female in another country, who received treatment with poly-l-lactic acid (sculptra) ten years ago for " had a lot of problems". Add'l info 19-apr-07: a year ago, she developed panniculitis in her face. The reaction was treated with cortisone and then methotrexate and hydroxychloroquine. Eight months ago, the reaction was on her left side but "now it is more even"' she considers herself to look like "a monster". She feels like she has a "wooden face" and sometimes can not open her mouth. During a check up, pt was found to have an enlarged spleen which she thinks was due to "the medicine" (given for panniculitis). She was given a final diagnosis of "low-grade lymphoma." Add'l info 18-apr-07: batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. They did not show any anomaly that could be related to the event. Conclusion: no faults detectable. 1) new-fill (injectable plla) was developed in a foreign country was obtained in november 1999 by biotech industries the product was acquired by dermik laboratories (part of aventis pharmaceuticals inc) in may of 2002. The 1st lot distributed with dermik label dates of may 2003. In august of 2004, sculptra was approved for lypoatrophy (hiv population) by the FDA. According to the pt's history this product was injected 10 years ago, at this time even biotech did not have this product approved yet. Low-grade lymphoma is considered as an incidental event, and not an adverse event, however the company has kept it as an event (conservative approach). A suspicion has to be raised about use of other fillers together with plla, for which the pt could not be aware of its/their concomitant use.

Event description:
Initial report received 04/04/2007 from a physician: this spontaneous case involves a female pt in another country, who received treatment with poly-l-lactic acid (sculptra) on an unspecified date and "had a lot of problems". Pt age, therapy dates, dosage and indication were not mentioned. No further info was provided. Add'l info received on 04/19/2007 from the physician upgrades this case to serious: the physician provided a statement written by the pt along with pictures of her face below the eyes (one pre-treatment and one 10 years post-treatment). The pt received treatment with poly-l lactic acid on an unspecified date ten years ago outside of the u.s. For esthetic reasons. Relevant medical history and concomitant medications were not provided. A year ago, she developed panniculitis in her face, for which the "general opinion of doctors" is that the reaction is due to poly-l-lactic acid treatment. The pt reported, that the reaction went away with a two month treatment with cortisone (meticorten) but came back soon as she suspended the treatment. The pt was then treated for a longer period with methotrexate (metotrexato) and hydroxychloroquine (hidroxicloroquina) after which "it finally and almost went away." The pt reported, that eight months ago, the reaction was only on her left side but "now it is more even"; she considers herself to look like "a monster". She feels like she has a "wooden face" and sometimes can not open her mouth. Post-treatment photo shows generalized swelling in the face below the eyes. During a complete check up (date not provided), pt was found to have an enlarged spleen which she thinks was probably due to "the medicine" [given for the panniculitis]. Further exams were performed, and the pt was given a final diagnosis of "low-grade lymphoma." The company considers "low-grade lymphoma" to be an incidental event, and not an adverse event, but has coded it to be conservative. No further info was provided. Add'l info for sculptra from product technical complaint report received by uspv on 04/26/2007: batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved MFR batches. The review of the device history report and of the analytical results of these batched did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.